Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.

Manufacturer narrative:
The device was returned for evaluation. Once investigation is completed, investigation results will be provided.

Event description:
The patient reported that her blood glucose reached 400mg/dl while wearing the pod on her arm for longer than 48 hours. She stated that the cannula appeared a little bent when the pod was removed. Treatment included changing the pod and using a syringe shot. Recent setting changes had been made to her basal at night, from 0.85 to 0.75.